Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sept-2019 with the following findings: the audio bolus button cover was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons, including the audio bolus button, were found to respond appropriately. The original complaint of an audio bolus button response issue was unable to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.¿

Event description:
On 04-dec-2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.